Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 444894 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that staff were priming a new medical tubing for a patient, and nothing came through. Priming using the pump function and normally a tubing will prime within 7 mls and they tried until 17 mls and no fluid came through. Tried another tubing and it primed successfully. There was no patient involvement.